Event description:
It was reported that suture placement was attempted with the prostar xl device in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 16f and the sheath was not upsized for the interventional procedure. Reportedly, upon insertion of the prostar xl over the wire, the wire did not exit from the guide wire exit port of the prostar device. A 0.035 stiff guide wire was being used and was changed to a regular 0.035 guide wire with the same result. A second prostar xl device was used successfully using the preclose technique. The "inventional" procedure was successfully completed. Hemostasis was achieved using the pre-placed sutures of the second prostar xl device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult guide wire insertion was not confirmed. During the investigation, the guide wire patency was performed and the device was patent. A new 0.038 guidewire was backloaded and frontloaded without problem or resistance. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.